Manufacturer narrative:
The reported event was "diaphragm stimulation". As received, a complete lead was returned. Visual and x-ray examinations of the lead found no anomalies. The s-curve hump height was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited diaphragm stimulation which caused discomfort. The lead was explanted and replaced. The patient was discharged with no adverse consequences reported.